Event description:
It was reported that while using the bd facscanto¿ that there was erroneous results. The following information was provided by the initial reporter: servicemax esb: (B)(6) 2023 11:02:09 (gmt). Abnormal scatter plot of facscanto plus.

Manufacturer narrative:
Initial reporter phone # (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00084 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that while using the bd facscanto¿ that there was erroneous results. The following information was provided by the initial reporter: servicemax esb : 2023-03-24 11:02:09 (gmt) . Abnormal scatter plot of facscanto plus.